Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Nine cartridge reloads present. The reloads c, d, e, and f were received fully fired. The reloads g and h were received partially fired 1/16. The reload was received partially fired 1/16 with the pan dislodged. The reloads j and k were received sterile. The bailout system was reset and then, it was tested for functionality in the straight position with the returned cartridge reloads (j and k) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload c, d, e and f: gst60b, t5ar1r, fully fired. Reload g and h: ecr60m, r5c176, partially fired 1/16. Reload I: ecr60m, r5c176, partially fired 1/16, with the pan dislodged. Reload j and k: ecr60m, r5c176, sterile. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic right colon resection, the doctor, who was a frequent user of gray reloads on very thin tissue, was using a psee60a stapler with a gray reload, no buttressing material on the right colon and the stapler locked out. The doctor tried a second like gray reload with the first ps stapler and the stapler locked out. The doctor tried a second like ps stapler with a third like gray reload, and the metal tray of the third like reload separated when removed from the sterile package. A fourth like gray reload was tried with the second like ps stapler and the stapler locked out. The doctor tried a plee60a with a fifth like gray reload and the stapler locked out. The doctor opened a fourth stapler, a third like ps stapler and used a blue reload to complete the procedure.